Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient had a stroke. The patient reported blurry vision leading up to the stroke. CT scan showed presence of subarachnoid hemorrhage. The patient¿s inr at the time of the event was 2.4, which was therapeutic. It was reported that the patient had no residual deficits, and would be monitored going forward. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.